Event description:
The manufacturer received information alleging a ventilator is down and the error message says the device is inoperable. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator is down and the error message says the device is inoperable. There was no harm or injury reported. A system board, a blower, a solenoid valve, a proportional valve and an outlet side panel were sent to the product investigation lab (pil) for investigation. Pil tested the system board and found it operated without issue. Pil concluded that the system board operates as designed. Pil tested the blower and found it operated without issue. Pil concluded that the blower operates as designed. Pil tested the solenoid valve and found it operated without issue. Pil concluded that the solenoid valve operates as designed. Pil tested the proportional valve and found it operated without issue. Pil concluded that the proportional valve operates as designed. The outlet side panel was returned to pil for the failure of contamination. The failure of contamination for the outlet side panel cannot be further investigated to determine a root cause. No further evaluation activities are required at this time.